Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was not reported. When she pushed a button, the numbers started to scroll. The buttons were unresponsive. The customer noticed the bottom of the battery compartment was blackened out and it looked like the battery was burning inside the battery compartment. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
No unexpected scrolling of numbers or button error alarms noted. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. Stained end cap sticker noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.